Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated with a programmer and confirmed to be operating in safety mode. Device memory was unavailable for review. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery, resulting in resets and reversion to safety mode. However, a definitive cause of this high impedance behavior has not been determined to date.

Event description:
It was reported that the battery of this implantable device was found to have reverted safety mode status due to suspected to be depleting prematurely. This device was explanted and replaced. This device is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was found to have reverted safety mode status due to suspected to be depleting prematurely. This device was explanted and replaced. This device is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.